Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tip was broken. The issue occurred during an unspecified therapeutic procedure. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 (serial number), d7a. Updated fields: b5, h6. The device was not returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tip fell off intra-abdominally into the patient during a therapeutic procedure, that was retrieved right away with the aid of forceps. No reports of patient harm and no indication of delay.